Manufacturer narrative:
Block h2: additional information received on january 5, 2024: block b5 (describe event or problem) and block h6 (device codes). Block h6 has been updated based on additional information received on january 5, 2024. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract for wound closure during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip could not detach from the catheter to deploy. The device was pulled off together with the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 5, 2024: it was reported that the clip was able to grasp and lock onto the tissue and successfully released from the catheter. However, the clip could not close the wound normally.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be detached from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract for wound closure during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip could not detach from the catheter to deploy. The device was pulled off together with the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.